Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da error. Boston scientific technical services (ts) was contacted and explained why and when this type of error occurs and discussed if device check was normal, that patient would be able to go home. No further issues have been reported.